Event description:
It was reported that the customer noticed the reservoir was leaking during normal use. Customer leaked past the second o-ring. Customer stated that it was not malformed in package. Insulin leaks at second o-ring and the reservoir has been in use since 0, 5 hours. Customer's blood glucose level was 380 mg/dl. The problem occurred with 2 reservoirs and there was fluid in the pump. Replacement will be sent. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).